Event description:
Caller alleged discrepant inratio results. Results as follows: pt self testers son called in to report results from a new strip lot. Date: (B)(6), lab: 1.4. Date: (B)(6), inratio: 2.6. Date: (B)(6), inratio: 4.8, 5.3, 4.9. Tests from (B)(6) were done back to back. Pts son is using the lab value from (B)(6) as the comparison for all these results. He stated her coumadin level had not been changed until recently; the dose was decreased (exact dose change not given). Technical services is replacing the customers inratio meter.

Manufacturer narrative:
Investigation pending.